Event description:
It was reported the patient experienced a change in stimulation and reprogramming was only able to provide right sided stimulation. An x-ray was ordered and it showed the lead had migrated to the right. Surgical intervention is pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the lead that had migrated. The patient is receiving effective stimulation and issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.